Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor was pulled out from the patient's burr hole. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the clear sleeve was not retracted all the way to the handle. There is some damage to the anchor. Device history record (DHR) was reviewed and no discrepancies related to the reported event were identified. The root cause of the reported issue is attributed to use error. Per the surgical technique: advance the inserter until the clear juggerknot guide sleeve has retracted to the handle completely to ensure the anchor has reached full depth. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.